Event description:
According to the reporter, during a sub total gastrectomy procedure, at the third stitch, the needle came off the thread. The procedure was completed with another device. The status of the patient is no problem.